Event description:
It was reported that this implantable cardioverter defibrillator was unable to successfully provide anti-tachycardia pacing (atp) therapy as the patient had a slow ventricular tachycardia (vt). Reportedly, the patient's vt accelerated into a ventricular fibrillation (vf) after a third commanded atp was delivered. Subsequently, this ICD was undersensing the vf signals, thus, a commanded shock had to be delivered and the patient's arrhythmia was successfully converted. Technical services reviewed the case and agreed this device is badly undersensing very fine vf signals. This device was reprogrammed as corrective action and remains in service. No adverse patient effects were reported.